Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, calcification white in the surface of the shell, crease fold, broken/missing piece of the shell and opening. Leak test was performed, and found opening on the device. A microscopic analysis was performed which identify, an opening striated in the radius. And anterior and broken striated in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a striated opening in the radius assessed, as surgical damage. A striated opening in the anterior assessed, as surgical damage. A striated broken in the anterior assessed, as surgical damage. Missing piece of the shell assessed, as inconclusive.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade IV. And exchange, due to concern with product. The device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and exchange due to concern with product.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and exchange due to concern with product. Device remains implanted.